Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her scar at the generator site was large and painful. A specialist told the patient that it had formed a keloid and the tissue around the generator was damaged. The specialist did injections to reduce the size of the keloid. No further relevant information has been received to date.